Manufacturer narrative:
H3, h6 - visual examination of the subject device found it to meet dimensional specifications. The cause of the implant breakage is indeterminate.

Event description:
Plate was implanted 10/97. Pt suffered compound fracture/dislocation of the talus and talus joint, right. She also had a transverse fracture of the right femur, mid-shaft. Injuries were the result of a motor vehicle accident. Plate broke four months post operatively and was removed 2/25/98.